Manufacturer narrative:
The reported events of no inductive telemetry, no rf communication, and no pacing output were not confirmed. The device was received with normal inductive and rf telemetry communication and normal output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found in normal ranges. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the patient was found by emergency services with a normal frequency but fatigued. The patient then experienced asystole and cardiopulmonary resuscitation was performed. The patience experienced additional asystole episodes and was administered adrenaline and a temporary pacemaker was used. The device was attempted to be interrogated using inductive and rf telemetry but was unsuccessful and a loss of pacing was noted. The device was explanted and replaced to resolve the event. The patient was stable.